Event description:
Information was received from the manufacturer¿s representative (rep) who reported they were in the operating room for a stage 1 implant with sensight leads and while attempting to check the leads with the tablet, ens and lead test cable, the check connectivity test would not verify and upon checking electrode impedances at 3v, all electrodes were showing high with red xs. The rep already tried two leads, two lead test cables, they are not using the monopolar clip, and have it setup correctly on the tablet, they've disconnected and reconnected everything and was in the process of rebooting the tablet. After the tablet was rebooted, the rep was walked through setting up the system within the app and again check connectivity was not verified and impedances at 3v were high with all red xs. It was confirmed the stylet was inserted fully into the lead and they had already tried rotating the connector box on the test cable with the same results. They confirmed they were using b31040 and checked the lots. The rep didn't have another ens to use. It was suggested attempting to use the monopolar clip and setting up monopolar testing on the tablet to see if that would work appropriately, but they ended the call as they were going to proceed to implant for the lead on the contralateral side. The issue was not resolved through troubleshooting. Later that day the rep stated the issue on the right side wasn¿t resolved and was somewhat resolved on the left side as they were able to test around impedance issues on that side. The rep didn¿t have another ens so they were unable to troubleshoot with another one.

Manufacturer narrative:
Other relevant device(s) are: product ID: b3300542m, serial#: (B)(4), product type: lead. Product ID: b3300542m, serial#: (B)(4), product type: lead. Product ID: b3300542m, serial#: (B)(4), product type: lead. Product ID: b31040, lot#: 082n23621, product type: screening device. Product ID: b3300542m, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: b3300542m, serial/lot #: (B)(4), ubd: 02-dec-2023, UDI#: (B)(4); product ID: b3300542m, serial/lot #: (B)(4), ubd: 02-dec-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) from the operating room (or) for stage 2 implant of ins. Rep reported that connectivity testing is stating configuration cannot be verified. Rep indicated that they have removed extensions from header block, wiped them done and reinserted them and at first were seeing contact c/1c and contact c/8 all yellow (>5k), they retested again then their were multiple contacts showing yellow: 2c, 1a,1b,10c, all of 9 and 8. Hcp went to the lead/extension site on left side and took out lead, wiped off and reinserted which didn't help impedances. They were going to try the doing the same thing to the right side as well. They also stimmed on contacts 1c and others (unknown which ones) but that also didn't change configuration info as could be verified and impedances hadn't changed. Rep didn't have ens or testing cables in or today so testing of lead and /or lead/extension connection could be tested to confirm if issue was related to lead/extension or the ins. Hcp decided to close today and work around the contacts they have available. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID b35200 lot# serial# (B)(6) implanted: explanted: product type implantable neurostimulator product ID b3400060 lot# serial# (B)(6) implanted: explanted: product type extension product ID b3400060m lot# serial# (B)(6) implanted: explanted: product type extension product ID b3300542m lot# serial# (B)(6)implanted: explanted: product type lead product ID b3300542m lot# serial# (B)(6) implanted: explanted: product type lead product ID b3300542m lot# serial# (B)(6)implanted: explanted: product type lead product ID b31040 lot# 082n23621 serial# implanted: explanted: product type screening device product ID b3300542m lot# serial# (B)(6) implanted: explanted: product type lead b5 additional information received medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID b35200 lot# serial# (B)(6) implanted: explanted: product type implantable neurostimulator product ID b3400060 lot# serial# (B)(6) implanted: explanted: product type extension product ID b3400060m lot# serial# (B)(6) implanted: explanted: product type extension product ID b3300542m lot# serial# (B)(6) implanted: explanted: product type lead product ID b3300542m lot# serial# (B)(6) implanted: explanted: product type lead product ID b3300542m lot# serial# (B)(6) implanted: explanted: product type lead product ID b31040 lot# 082n23621 serial# implanted: explanted: product type screening device product ID b3300542m lot# serial# (B)(6) implanted: explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep that the cause of the impedance issue was not determined in the stage 1. At the stage 2 impedances were normal except for electrode 8.